Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part/lot combination are unknown at synthes gmbh, no DHR review possible. Visual inspection: the 5.0mm flexible shaft (part # 352.040, lot # unk) was received at us customer quality (cq). Upon visual inspection, it was noticed that shaft was broken at the proximal end. The part #/ lot # etch was also difficult to read as there was scratches/wear right on the etch. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes. Dimensional inspection: the shaft diameter was measured to be within the specification as per the drawing. Document/specification review: since the exact manufactured date of the device was not identified, the current revision of drawings were reviewed: pipe flex. Welle d7.0mm complaint confirmed? Yes. Investigation conclusion: the overall complaint was confirmed for the received 5.0mm flexible shaft (part # 352.040) as the shaft was broken. Although no definitive root-cause can be determined it¿s possible the device experienced unintended forces during use/handling. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the flexible reamer shaft was broken during a left retrograde nailing procedure. Different reamer shaft was used and no pieces were left in the body. Surgery was completed successfully. This needs a replacement as a field inventory. This report is for one (1) 5.0mm flexible shaft. This is report 1 of 1 for complaint (B)(4).